Event description:
It was reported that 252 bd¿ female adapters experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: contamination -black specs. At incoming inspection it has been reported that the material has contamination.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1305167; medical device expiration date: na; device manufacture date: 01-nov-2021. Medical device lot #: 1305168; medical device expiration date: na; device manufacture date: 01-nov-2021.

Manufacturer narrative:
H.6 investigation summary: a complaint of product being found with black specs was received from the customer. Samples and photos were returned for investigation by the customer. Through visual inspection, the customer complaint of foreign matter was confirmed. A device history review was performed for batches 2115446, 205517, 2038033, 1305168 and 1305167 and no quality notifications were found for the reported defect. A device history review was performed for batch 1257808 and 2 quality notifications were documented, however, none were for the reported defect. The root cause for the embedded fm observed on the product is degraded material buildup in the screw of the mold. Due to an increase in incidents of this failure mode, a trend for this foreign matter issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. A quality alert was issued to production associates to raise awareness of this issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 252 bd¿ female adapters experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: contamination -black specs. At incoming inspection it has been reported that the material has contamination.

Manufacturer narrative:
The following information has been updated: b.5 describe event or problem: it was reported that 310 bd¿ female adapters experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: contamination -black specs. At incoming inspection it has been reported that the material has contamination. D.4. Medical device lot #: 1305167 . D.4. Medical device expiration date: na. H.4. Device manufacture date: 01-nov-2021. D.4. Medical device lot #: 1305168. D.4. Medical device expiration date: na. H.4. Device manufacture date: 01-nov-2021. D.4. Medical device lot #: 2038033. D.4. Medical device expiration date: na. H.4. Device manufacture date: 07-feb-2022. D.4. Medical device lot #: 2115446. D.4. Medical device expiration date: na. H.4. Device manufacture date: 25-apr-2022. D.4. Medical device lot #: 1257808. D.4. Medical device expiration date: na. H.4. Device manufacture date: 14-sep-2021. D.4. Medical device lot #: 2025517. D.4. Medical device expiration date: na. H.4. Device manufacture date: 25-jan-2022.

Event description:
It was reported that 310 bd¿ female adapters experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: contamination -black specs. At incoming inspection it has been reported that the material has contamination.